Event description:
It was reported that a pt presented in clinic due to an error message displayed informing the user the diagnostics were cleared due to invalid data. The pt will continue to be monitored. The device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.